Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Chair will intermittently stop driving but not showing any error codes or signs of issues.